Event description:
It was reported that a spectrum infusion pump was alarming downstream occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the reported downstream occlusion alarm. The device was operating out of specification. Evaluation found the downstream sensor current reading to be out of specification (high), which likely caused the reported symptom. The downstream tubing guide was re-calibrated to correct this condition.